Event description:
Pt was placed on a procedure board for a circumcision. A 1.1 gomco was applied by the physician. The clamp was in place and the foreskin was removed. The clamp came off without being physically removed. The site bled quite heavily. Manual pressure and silver nitrate was applied by the physician. A pressure dressing was applied. Three site checks were done. The bleeding stopped. It is unknown if this is a single or multiple use device. The facility's biomedical engineering dept checked the device following the failure and found no problem. There were no unusual circumstances or activities surrounding this procedure. It is reported that this event was possibly user error due to the physician's technique. The device was not reprocessed. Under normal circumstances, the clamp is left in place for at least five minutes to allow for clotting and coagulation. The clamp is then removed and an antiseptic ointment, such as betadine, is applied to the site. A light dressing or loin cloth arrangement is then placed to prevent the ointment from being rubbed off.